Event description:
Customer's mother called in to report insulin pump screen was displaying more insulin than was in the reservoir and customer was experiencing low blood glucose levels. Patient's blood glucose level was 150 mg/dl at time of reporting. During troubleshooting, the insulin pump was found to be functioning properly. It was also discovered that the customer had not disconnected from the device during rewind/priming. Offered to replace device as a courtesy, however, customer wanted to speak to healthcare provider before agreeing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.